Manufacturer narrative:
The MFR did not receive devices, x-rays or other source documents for review. As not lot numbers were provided for the devices, the device history records could not be ascertained from the info provided. Should add'l info become available and / or the device(s) be returned for eval and an investigation result be available, an amended medical device report will be submitted. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. The distribution of this product was ceased meanwhile due to business reasons. Therefore, zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
This is a legal claim. It was reported that the pt was implanted an unk durom us acetabular component on right side on (B)(6) 2009 and a revision surgery has been planned due to unk reason. Pt had a bilateral total hip anthroplasty.